Event description:
The customer reported a leak containing blood coming from the inside of the coulter lh 750 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found disconnected tubing at the needle vent port. The fse replaced the tubing which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).